Event description:
The hepato-gastroenterologic continuous monitoring unit reports that the swg was very flexible; it stuck in the puncture needle. Cautious withdrawal, puncture site surveillance, swg integrity checked. This complaint was initially reviewed and found to be non-reportable. However, the sample was received and reviewed and the issue was found to be a product malfunction and therefore reportable.

Manufacturer narrative:
(B)(4).